Event description:
Pt had small bowel resection in 2000, and reanastomosis of small bowel using 3ms ila-100 device. No apparent problems noted at time of surgery with application of device or in firing of staples. Pt stable immediately post-op; however at 12 hrs post-op cardiac arrest from massive small bowel gi bleed. Pt resuscitated with poor response, dying 17 hrs post arrest, and 30 hrs post-op. At autopsy following day, bleeding source at distal end of staple line, and staple lines not 10 cm long but at least 1/3 shorter than appropriate. Small bowel cut and but not closed in distal 1/3. Cause of death a massive gi bleed, peritoneal contamination from open anastomotic area.